Event description:
It was reported that the balloon inflated without the guidewire (provided with the system) and the balloon deflation time was prolonged. The device was not used in the patient.

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire. The balloon was tested for inflation/deflation and no defect was found.